Event description:
The customer reported 12-lead ECG v6 signal loss.

Manufacturer narrative:
The customer reported 12-lead ECG v6 signal loss. The unit was evaluated by a philips field service engineer and the symptom could not be duplicated. The device passed all testing, therefore, we cannot determine the cause. Based on the customers' report, we are considering this a malfunction.